Event description:
A (B)(6) male pt called zoll customer support to report that his device was saying "battery may be defective". The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) was confirmed. Upon investigation, the battery pack was unable to charge or power up a test monitor. The output voltage of the battery was 7.28v. The root cause for the dysfunctional battery could not be positively identified but was likely defective battery cells. No adverse resulted from the defective battery. The pt received a replacement battery pack.